Event description:
It was reported that the insulin pump alarmed motor error during a bolus attempt and the keypad became unresponsive. The blood glucose reading was 178 mg/dl. The customer stated that the insulin pump had been exposed to moisture because he works outside where it is warm and humid. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test basic occlusion test, occlusion test, excessive no delivery test and prime test. The motor passed the motor test. No motor error alarm noted. The device was received with intermittent button response due to corroded keypad traces. The unit was received with minor scratched display window, cracked case display window corner, cracked reservoir tube lip, and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.